Event description:
Customer had an episode of diabetic coma due to receiving inaccurate glucose readings from their precision xtra meter. Customer was transported to the local hospital by the paramedics. Customer was diagnosed with severe hypoglycemia and the treatment is unknown. Note: customer did not wash her hands before testing. This could account for inaccurate high readings.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.